Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device failed the rite electrical earth leakage current test. The assignable cause of the rite electrical earth leakage current test failure was determined to be an inoperative compressor. A pal test article compressor was temporarily installed and the pal test article compressor was operative. The compressor will be scrapped and replaced during servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review revealed that an exception occurred during manufacturing, but the device was reworked and passed all subsequent testing before being released.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.